Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found high brightness lever detection failure due to scope socket fatigue and the turret motor operation was slow. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera xenon light source front panel may or may not blink when the power is turned on. The issue was found during preparation for use for an unspecified procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: e1 (added telephone number), h6 (added component code). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the malfunction of the turret motor could cause the front panel to flash, also the high brightness lever detection failure occurred due to scope socket fatigue. The event can be detected/prevented by following the instructions for use which state: "clv-s40pro instruction manual. If the display on the operation panel flashes, this product is malfunctioning. Please contact the endoscope customer service center, our designated service center, or our branch or sales office. Clv-s40pro service manual. The front panel flashes when an error is detected. If the initial positions of the filter turret and mesh turret cannot be detected within a predetermined period, it is possible that some obstacle is preventing the rotation of the turret or that the limit switch is malfunctioning. Clv-s40pro package insert. The service life of this product is 6 years after manufacturing and shipping (delivery) (according to self-certification (our data)). Note that the useful life is the number of years assuming proper use, such as carrying out a pre-use inspection as shown in the ""attached document"" or ""instruction manual"" and carrying out repairs or overhauls based on the inspection results." Olympus will continue to monitor field performance for this device.